Manufacturer narrative:
.The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose level. The customer¿s blood glucose level was 53 mg/dl and lower than 40 mg/dl at the time of the incident. The customer blood glucose were 38 mg/dl, 88 mg/dl, 316 mg/dl and 357 mg/dl. The customer treated insulin. The customer was advised that possible settings need to be checked by his doctor. The insulin pump will not be returned for analysis.